Event description:
Surveillance study. It was reported that the following a coronary drug eluting stenting treatment procedure the patient expired. The index procedure treated the de novo, type b2, 75% stenosed 3.0x24mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of predilation with an unspecified 3.0x15mm balloon inflated to 8 atmosphere's (atm's) and the placement of a 3.0x24mm taxus express2 drug eluting study stent deployed at 16 atm's. No ivus was performed. An 18000u of heparin were administered. The patient was discharged 5 days later on bayaspirin and pletaal. At 388 days after following the index procedure, the patient was found dead in her home. The cause of death was unknown. Per the physician, the event relation to the study device was listed as "unknown".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.